Event description:
Initial information reported by a physician to a sales representative on 12-jul-2010: a female received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown) in (B)(6) of 2009 and just presented with granulomas and swelling (age, dose amount, indication and onset date all unknown). Medical history and concomitant medications were not provided. No further relevant information reported.